Event description:
It was reported to target that during the embolization of an avm the physician injected glue at 8% for one minute, physician interrupted the injection to make some control. Then the physician restarted the injection without increasing the pressure, but the catheter ruptured and the glue was outside at the distal part. Through follow-ups by co reps, target was informed that there was no risk for the pt, and the physician understood and understands clearly that the use of this flow directed catheter with glue is contraindicated in its directions for use.